Manufacturer narrative:
Device evaluation of charger/modem (B)(4) has been completed. The reported problem (does not recognize a battery pack) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger exhibited a flash memory failure at bga component u102 and u105 on ca board (B)(4). The cause of the inability to recognize a battery pack and the resets is the flash memory failure. Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes no adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem would not recognize a battery pack.